Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker exhibited two episodes of oversensing due to noise, with 2.5 seconds of pacing inhibition occurring on the second episode. The patient was in clinic for a follow-up and completed isometrics, but no noise was reproduced. Impedance measurements and thresholds were stable with rv lead sensitivity being fixed at 4.0 millivolts. Technical services recommends continuing to monitor and considered turning on a non-sustained ventricular tachycardia alert to warn of any future oversensing. No adverse patient effects were reported. This rv lead and the pacemaker remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.